Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed occlusion check infusion line. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the tamper seal removed and a cracked right plunger case and top case. A review of the event history log found an occlusion error. During the functional testing, the error was unable to be duplicated and the force sensor was within manufacturer specifications. The root cause was unable to be determined. The force sensor was replaced as a preventative measure. Other unrelated repairs include replacing the right plunger case, the plastic parts of the plunger head, the clutch halves and lead screw, spring, motor mount, worm gear and worm coupling, the lcd and the top case. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.